Event description:
Reportedly, a mini trek rx was advanced for predilatation of a lesion located in the left anterior descending artery and diagonal; however, it failed to cross a side branch. The device was removed without issue and another balloon catheter was used to dilate the target lesion. An unknown vision stent was placed and the physician noticed haziness proximal to the implanted stent; however, it was not determined to be thrombosis at that time. The patient was sent to the ICU; however, two hours post procedure the patient presented with thrombosis proximal to the implanted vision stent which was treated with the implantation of another vision stent (2.25x15 mm vision). The patient did not experience any adverse patient sequela. A clinically significant delay in procedure was not reported. No additional information was provided

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of thrombosis is listed in the vision coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.